Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was pacing into an atrial fibrillation due to no sensing of fibrillation waves and the device not being mode switched. The sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.